Manufacturer narrative:
On (B)(6) 2019, the product investigation was completed. Device investigation summary: upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. Yellow, white and brown material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.7 cm on the posterior aspect. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. Since the lot number was not provided by the customer, the manufacturer record evaluation (mre) could not be reviewed. If lot number is later provided, the mre will be reviewed. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow, white and brown material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient who underwent breast augmentation revision with an unspecified mentor saline breast prosthesis, experienced left side deflation post-operatively. As a result, the patient underwent bilateral removal and replacement with two 335cc mentor memorygel breast implants on (B)(6) 2019.